Event description:
It was reported that the customer received an intra-aortic balloon (iab) package that had water damage. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Occupation: purchasing/buyer. Additional contact: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The picture from the facility shows the damage to the iab outer box. We are able to confirm the reported failure. However, we are unable to determine a root cause due to the device not being returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).